Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Most likely lack of soft-start algorithm in software v6.0.1400.0 (originally installed with the unit) caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire advised to install a known good moog blower and see if the problem persists. If yes then, install a known good mainboard with the old blower and see if the problem persists. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 does not build pressure when calibrating the pressure gain but passes zero pressure calibration. It looks like that the blower is not starting and got tf 401 alarm 401 inspiration valve or device leaky and 316 blower failure alarm together. Furthermore, there was no patient associated with the event.